Event description:
It was reported to medtronic minimed that the customer experienced an unexpected suspension [low sg], sensor glucose vs. Blood glucose, and calibration error/calibration not accepted. The sensor glucose level at the threshold was 70 mg/dl, higher than the lower limit of 50 mg/dl, and blood glucose was unknown. The customer reported no adverse events. The event involved product(s) mmt-7040c1. After less than four days of use, the customer noted a significant disparity between sensor glucose and blood glucose. The customer was told to wait at least an hour to ensure that their blood glucose was stable before calibrating, and they reported receiving a "calibration not accepted" warning, the customer was instructed to wait before attempting to calibrate again, however, the customer had questions or concerns about the suspending on low/suspending before low function and inquired whether the suspended issue was related to the sensor.. No harm requiring medical intervention was reported. No product return is required for mmt-7040c1.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.